Event description:
The laser system had lowe power output. We are unaware about patient injury.

Manufacturer narrative:
The low power output was due to damaged optics inside the resonator. The damage of these optics was coating detachment, due to humidity inside the resonator. We are unaware about patient injury.